Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62263. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported the needle did not retract properly against the xen45 gts. Surgery was completed with another xen.

Manufacturer narrative:
The event of conjunctival hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the slider was appropriately positioned in the cam assembly track. For evaluation purposes in the irvine dal, the slider was placed into the cam assembly track and tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was confirmed as the slider was not positioned in the cam assembly track. It is inconclusive when the slider was displaced from its correct position. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Additional information reported the manipulations to remove the xen®45 gts and then replace an implant caused significant subconjunctival bleeding.